Event description:
A physician reported that the tip got occluded and when they took it out to check, there was a crack in the tip. While opening the tip with wrench it broke in two pieces during cataract surgery. The procedure was completed by replacing the pack with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phacoemulsification tip in a tray with other items was received for the report. The returned sample was visually inspected and was found to be non-conforming. The returned sample was observed to be broken in two pieces at the aspiration bypass (ab) hole with jagged edges. The wall thickness was observed to be even on both broken pieces. A visual inspected was performed for any occlusion and the returned sample was conforming. A functional water flow check was performed on the broken piece with threads and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo was reviewed by the manufacturing site. Photo shows a phacoemulsification tip broken at the aspiration bypass (ab) hole. The reported issue of phacoemulsification tip being broken is confirmed and the reported issue of occlusion could not be confirmed from the photo review. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation as the back hole was concentric and the wall thickness was observed to be even. The returned sample was found to be conforming for all visual and functional testing associated with the phacoemulsification occlusion; therefore, tip got occluded as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Specific action with regards to this complaint cannot be taken as the exact root cause of the broken phacoemulsification tip is unknown and the phacoemulsification tip was functionally conforming for occlusion. All phacoemulsification tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).